Manufacturer narrative:
This complain has been assessed for the lot, product and reason code. No patterns or trends in consumer data have been identified at this time. Data will continue to be monitored.

Event description:
A 39-year-old female consumer stated that while using the product the string came out and she required it to be medically removed in an emergency appointment on (B)(6) 2025.